Manufacturer narrative:
Investigation result of stent partially deployed. Investigation results: an ultraflex esophageal ng stent was returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 7mm with only the proximal crochet stitches intact. No issue was noted with the profile of the partially deployed stent or the delivery device. During the product analysis, the investigator was able to retract the deployment suture and fully deploy the stent without issue. Device analysis determined that the condition of the returned device was not consistent with the complaint incident. The cause of the reported deployment difficulties was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that an ultraflex esophageal ng stent was used during a stent placement procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous. During the procedure, the suture was unable to be released and the stent failed to be deployed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent was received partially deployed.